Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after one week in use the listed device was found leaking and required emergency to come and replace with a new tracheostomy tube. No permanent adverse effects resulted from this event.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection revealed wear marks on the cuff. Attempt to inflate the cuff with 20 cc of air was unsuccessful. Cuff would not inflate. Closer inspection of the cuff showed that the cuff had cuts at the wear marks. Review of manufacturing process for reported lot revealed no operations that could potentially create the wear marks that were present on the returned sample. Manufacturing 100% visually inspects and leak tests each unit prior to packaging. Investigation could not conclude a definitive root cause, however it is unlikely the defect was caused by manufacturing.